Event description:
Siemens healthineers was notified of a potential injury associated with the magnetom sola system. It was communicated that a patient had a burn on the underside of the breast. Although requested, detailed information regarding the severity of the injury, medical intervention provided, and current health status of the patient have not been provided to siemens healthineers as of the date of this report.

Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.